Event description:
It was reported that a wound drain that had been placed in a pt diagnosed with stomach cancer, broke apart during a scheduled removal of the drain. The broken section was located in the pt's abdomen and was removed laparoscopically. No further complications were reported. The indwelling drain period was 6 days. No problems were noted when placing the drain. No perforations were made in the drain and no sutures were placed in or near the drain. There was no pinching or binding of the drain noted after placement or during removal. No resistance or any other difficulties were noted when pulling the trocar through. X-rays were made to verify placement. No resistance was noted during the drain removal process. The drain reportedly broke at the solid section and the broken edges were described as jagged in appearance.

Manufacturer narrative:
One partial drain was received in 2 pieces that consisted of one 7 inch long piece of white channel drain and another piece 2 and 1/2 inches long of white drain that was still attached to a 16 and 1/4 inch long section of clear drainage tube. The break occurred in the transition area where the drain is bonded to the tubing. The broken edges were described as jagged. The sample was examined under magnification and no evidence of punctures was observed. There was a piece of suture material wrapped around the white drain connector on the opposite side of the break. The suture material was approx 1 and 1/2 inches distal to the broken area. The bonded section of the clear drainage tube to the white drain connector was proof loaded with a 15 pound weight for over 10 seconds without breaking. This indicates that this portion of the white drain connector has greater tensile strength than the minimum requirement. The jagged edges are indicative of excessive force having been applied to the drain beyond its tensile capabilities. The dimensional requirements were measured and found to meet product specifications. There was nothing noted in the returned sample that showed any manufacturing related deficiencies. The incoming quality assurance records were reviewed for this component and the records did not show any rejects related to tensile values. All values within the last 2 years were above those specified in the international standard for surgical drains. Standard labeling provides info on how to avoid drain damage and states that surgical removal may be necessary if drain is difficult to remove or breaks.